Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Presence of a malfunction during crt testing. Lead change indication received. Attempted to change lead on (B)(6) 2024 was unsuccessful. New operation on (B)(6) 2024 to change crt and the lead under general anesthetic successful. Should additional information be received, this file will be updated.

Event description:
Presence of a malfunction during crt testing. Lead change indication received. Attempted to change lead on (B)(6) 2024 was unsuccessful. New operation on (B)(6) 2024 to change crt and the lead under general anesthetic successful. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.-